Event description:
It was reported that during an interventional procedure to the popliteal superior femoral artery that was stenotic with no tortuosity and no calcification, the 2 x 30 mm mini trek rx balloon dilatation catheter (bdc) was prepped and soaked outside of the anatomy before use. It was advanced with resistance and crossed the lesion. The balloon was not dilated as the doctor changed his mind in using the balloon. There was resistance on withdrawal of the bdc against the guide wire and the balloon broke into 2 pieces at the ostial right superficial artery. A spartacore guide wire was used to snare the piece of balloon. A laser was used to the 100% stenosed lesion to minimally reduce the stenosis. A non-abbott balloon was used to predilate the lesion and a non-abbott stent was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned balloon catheter found the shaft was separated 3 cm distal to the guide wire exit notch, confirming the reported separation. It was reported that the procedure involved the popliteal superior femoral artery and resistance with the patient anatomy was encountered during advancement to the lesion. It should be reminded that the mini trek instructions for use states that the catheter is indicated for coronary arteries and if resistance is met, determine the cause of the resistance before proceeding. It is unknown how the incorrect indication use may have contributed to the reported difficulties. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A followup will be submitted with all relevant information.